Manufacturer narrative:
Maquet is not the primary service provider for this device; the hospital has contracted with a third party for maintenance. Maquet's sales and service unit has provided their biomed with the part numbers required to facilitate the repair. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to defects in paint work. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
(B)(4).